Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Broken/damaged- 01/02/2020 08:09:18 rfc_repairs (rfc_repairs) po for $579. Sticky rod, rear case, front case. Syringe sizer sensor- failure carriage assy- split nut damaged/worn claw- damaged barrel clamp assy- damaged/cracked flange gripper- damaged/cracked flange gripper- wiper seal damaged barrel clamp assy- damaged/cracked handle- damaged/cracked case rear- damaged/cracked case front- damaged/cracked carriage assy- tube drive bent